Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). The use error - failed to follow therapy steps was confirmed based on home patient (hp) stating that they changed the cassette after receiving an alarm; however, they were still using the same bags. The label review found the patient at home guide to be adequate for the use error in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is in progress through (B)(4).

Event description:
During assistance for troubleshooting a check lines and bags alarm which occurred on the homechoice (hc) during use, during prime; the home patient (hp) stated they had changed out the cassettes but the hc still would alarm. The baxter technical service representative (tsr) then asked if they also changed out the bags, and the hp stated they did not. The tsr then explained that they had compromised their supplies, and advised them to start over with new supplies. The hp understood and would start over with new supplies. During a follow-up with the home patient (hp) regarding the reported problem, the hp stated that they do not recall that event and ever calling into baxter regarding such a problem. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.